Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.